Event description:
On 12-jan-2026, a sales representative reported via email that two ar-3641sp self-punching knotless 2.6 fibertak anchors failed to tension. This issue was discovered during a procedure on (B)(6) 2026. The patient was not harmed. Additional information was received on 20-jan-2026: this occurred during a remplissage procedure. There were no reports of instrument or implant breakage. The case was completed using ar-3636 knotless 1.8 fibertak soft anchors. No case delay occurred, and no additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.